Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a review of the black box indicated call service 078 alarms (motor rewind error) had occurred. The alleged complaint was duplicated consistently during investigation. The pump was disassembled, revealing a defective motor flex. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.